Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The customer reported that the cpu (central processing unit) pcba (printed circuit board assembly) was replaced, and needed additional assistance to reprogram the cpu, using tera term. The customer requested troubleshooting for tera term program, as it was not able to connect to the device. The device had version 4.79 installed, but communication ports were not able to be opened. The remote service engineer (rse) reviewed the set up on a pc (personal computer), but the problem persists. The rse advised the customer to consult the their it department for assistance with the pc communication ports, in addition to further set up. It could not be confirmed if the customer's issue was resolved as the customer did not respond during follow up.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failed error code (1102). There was no patient involvement when the issue occurred. No patient or user harm reported. The rse informed the customer of the latest version of the service manual (version r), and explained to the customer, that the diagnostic code 1102 (primary alarm failed) is when the primary audible alarm test fails for either speaker, and the alarms are annunciated using both the primary and backup audio devices. The rse provided the customer with the following instructions to resolve the issue - listen for audible sound from the speakers; verify that the speakers were connected; verify that the braided wires were not touching the speaker housing; verify that the resistance of each speaker was 6.8 to 9.2 o; replace speaker #1 (motor controller printed circuit board assembly); replace speaker #2 (power management printed circuit board assembly); replace the central processing unit (cpu) printed circuit board assembly. The rse also provided the customer with part number for speaker assembly. The customer called back and reported the device failed the 5021 test, and that the motor speaker failed. It was then reported that after replacing the motor speaker, the issue was not resolved. The rse reviewed the manual with the customer, and informed them that the suggested repair was to replace the cpu. The rse also discussed installation, including reprogramming the operating hours and serial number and to reinstall all software options. The customer was provided with the following device part numbers. Investigation is ongoing.